Event description:
Revision surgery - the pt had an infection.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2011 was identified as an infection. The healthcare professional indicated a serious risk to the pt. There was no delay in surgery and another suitable device was available for use. The surgery was completed as intended. The device was not returned to djo surgical for examination. The history record for the 3d knee insert was examined. The product used in the original surgery rec'd an adequate sterilization gamma radiation dose (B)(4) and was within it expiration date at the time of the original surgery. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and mfg requirements. No info was submitted with the complaint regarding pre-existing conditions of the pt or any activities the pt was involved in that may have contributed to the infection or inhibited the pt's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or mfg process defect.